Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Microscopic inspection of the lead found a cam impression consistent with the use of a swift-lock anchor and a kink on the outer tubing where all the internal wires were broken. The root cause of the fractures is unknown as the patient consistent with the report that the patient denies any falls, trauma or accidents prior to the reported event.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients lead had high impedances and patient experienced ineffective therapy, patients lead was fractured, and patients anchor was broken. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and anchor were explanted and replaced to address the issue.